Manufacturer narrative:
The returned device was examined visually and it was noted that both ends of the tubing were fully inserted into each luer as intended. No solvent voids were found upon visual inspection. A functional test was performed by pressurizing the set via a syringe with water. When large amount of pressure was applied, a small amount of water seepage was identified at the distal end of the set between the tubing and male luer lock walls. The seepage appeared to be from inadequate solvent applied to the tubing during the manufacturing process. This is a manual process, therefore, the corrective action was not taken due to the occurrence of this failure mode being low. Preventive action was taken by conducting group awareness training for the assemblers during all production shifts.

Event description:
There was a small leak found in the tubing of the IV extension set. The leak did not result in an adverse event.